Event description:
It was reported that through merlin.net transmission, premature battery depletion was observed. The patient is not dependent, and no symptoms have been reported. On (B)(6) 2017, the battery had 4.8 years of longevity and device reached eri on (B)(6) 2017. Review of session record noted drop in battery voltage. The device is included in fsca advisory for premature battery depletion. Device replacement was recommended. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information notes that on (B)(6) 2017 the device was explanted and replaced. The patient tolerated the procedure well and there were no complications.